Manufacturer narrative:
Device evaluation: the report of hemolysis was confirmed based on the evaluation of the returned pump. Upon disassembly of (B)(4), a thrombus formation was observed on the proximal side of the rotor body, partially occluding one of the rotor vanes. The non-laminated structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location. The thrombus was adhered to the rotor and was denatured, indicating that it was present in the pump while it was operating. In addition, examination of the outlet stator revealed a thrombus formation situated adjacent to the outlet bearing ball and on two of the stator blades. The thrombus lacked laminated layering, indicating that it did not initially form in the outlet stator. The thrombus was not adhered to the blood contacting surface and showed no evidence of denaturation. The origins of the observed thrombi as well as a duration of time for which they were present in the pump could not be determined. Although a specific cause for the development of the thrombus formations could not be conclusively determined through this evaluation, their partial obstruction of the blood flow path could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange in (B)(6) 2015 was reported under medwatch MFR report# 2916596-2015-01660. (B)(4). Approximate age of device ¿ 84 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015 and received a pump exchange on (B)(6) 2015 due to pump thrombosis. It was reported that on (B)(6) 2015, the patient reported feeling different the past few days with little energy and generalized fatigue. The patient's lactate dehydrogenase (ldh) level had been increasing over the past month and was 728 u/l on (B)(6) 2015. Additionally, the patient's plasma free hemoglobin was 30 mg/dl. The patient was admitted to the hospital and started on a heparin infusion in addition to their current anticoagulation regimen that included coumadin, brilinta and persantine. The customer reported that one episode of a spike in the estimated pump flow was noted on (B)(6) 2015. No other atypical pump parameters were reported. On (B)(6) 2015, it was reported that the patient's ldh significantly increased to 1752 u/l and the plasma free hemoglobin increased to 160 mg/dl from 80 mg/dl. The patient's inr was 1.54. The doctor described the patient's urine as black in color. The patient received an emergency pump exchange that day. As of (B)(6) 2015, the customer reported that the patient was still in the hospital, was doing well, and was anticipated to be discharged sometime later that week.